Event description:
On (B)(6) 2025, it was reported by a facilities representative via (B)(4) that an ar-6480 dualwave pump would not generate suction when using the shaver tubing, and only generated suction with standard suction tubing. This was discovered during a case with no adverse impact on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. During evaluation the device powered up and functioned. Engineering dry lines and a test manometer were used to test the suction and the device performed to specification. Although the power supply functions, per (B)(4), the power supply requires replacement. The inflow motor performs below specification at 1300 mls per minute. Physical damage was found to the lcd touch screen, the top cover, the bottom cover, and the bezel. Confirmed unit software version is v1.10 rev. 33. The software label requires an update from v1.10 rev. 33 to v1.10 rev. 38. The serial label requires an update. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers.